Manufacturer narrative:
(B)(4).

Event description:
It was reported that both intrathecal catheter spinal segments did not thread normally into the spinal canal. The physician reported that the stylet felt "flimsy." The catheter "buckled numerous times despite "paramedian oblique technique." The medication being delivered via the device system was not reported. The pt recovered without sequela. Additional info has been requested. A f/u report will be sent if additional info becomes available.